Event description:
Event description cpi received this lead back, due to a cardiac transplant, with no allegation. This is being reported due to cpi's lab analysis. Cpi's analysis found there was insulation abrasion, which is indicative of lead-on-lead contact.